Event description:
Caller alleged imprecision results. Results as follows: date: (B)(6) 2013, inratio: 4.2, inratio: 2.3, inratio: 5.0. Time between testing was reported as 3 minutes. Patient's therapeutic range is 2.5 - 3.5. Initial and second tests were both done on new fingers. Third test was done on same finger as second test. Patient self tester (pst) used multiple drops of blood for all tests.

Manufacturer narrative:
Customer repeated fingerstick on the same finger and added multiple drops of blood. These may affect normal sample flow and coagulation cascade. Thus, lead to unexpected inr result. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 4.2, 2nd = 2.3, 3rd = 5.0, mean = 3.83, sd = 1.39, %cv = 36.2. Since % cv is more than 20%, the test failed the criteria for precision. In-house therapeutic donor testing has been performed on reported lot 301624 on (B)(4) 2013. Results as follows: donor: 230, inratio: 2.1, inratio: 2.2, inratio: 2.1, ref: 2.21, bias-thresh: 1.21 - 3.21, %cv: 2.71. Donor: 202, inratio: 2.8, inratio: 2.8, inratio: 2.7, ref: 2.93, bias-thresh: 1.93 - 3.93, %cv: 2.09. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause o the unexpected results. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action at this time as no predict deficiency was established.